Manufacturer narrative:
The reported events were cardiac perforation, muscle stimulation therapy delivered to incorrect body area, and failure to capture. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning the helix could be retracted and extended, by applying torque to the connector pin. The full helix extension length was measured within specification. A tip stiffness test was performed, and the results were within specification. The reported event of failure to capture was not confirmed. Visual inspection did not find any anomalies except for procedural damage. Electrical testing was normal.

Event description:
It was reported that during hospitalization of the patient for unrelated reason, the patient experienced discomfort. Upon review, it was noted that the lead exhibited muscle stimulation, high capture threshold and failure to capture, and a perforation of the lead was noted. The lead was explanted and replaced. The patient was in stable condition.